Event description:
It was reported that the last pump leaked into the patient¿s abdomen for ¿who knows how long¿ because nobody seemed to know or think of how to check for a leak. The patient experienced vomiting, had a lump, and was sick for almost 2 years before they found out the pump was leaking at the hole. Additional information received reported that the pump was replaced on (B)(6) 2014 and the patient had recovered without permanent impairment. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), product type: catheter. (B)(4).